Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73j1900370 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in hepatobiliary department of (B)(6) hospital, 5 successive clips could not be closed during ligating the artery for laparoscopic cholecystectomy. Then reopen one cartridge to complete the treatment and the clip worked well. But the next day, there was 100ml blood leaking from the drainage tube. After hemostatic drugs and observation in hospital there was no blood leaking and the patient was fine. The customer doubted reasonably the clip was broken or reopen. No sample kept.